Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 8253200, serial/lot #: (B)(4), UDI#: (B)(4). Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the devices needed repair. There was no patient impact.

Manufacturer narrative:
Product analysis for mainframe: failure of cpu pcb. Cpu does not keep time/date. The mainframe was received in good cosmetic condition. Cpu pcb has been replaced. The device was successfully tested according to its manufacturing specifications. Product analysis for interface: analysis found that there was no fault on the device. It has been received in good condition. The device has been successfully tested according to its manufacturing specifications. If information is provided in the future, a supplemental report will be issued.